Event description:
A patient felt an electrical "jolt" after contact of a file with the patient's tooth during a root canal procedure. The motor bieng used was switched off and the patient reported the same sensation, though when the file was removed from the handpiece and the tooth touched again, nothing was felt. There was no report of injury.